Manufacturer narrative:
Initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance/testing, it was observed that the motor device was in "saf" position or cutter was not rotating. The reporter stated that there was a faulty internal component. It was reported that there was no patient involvement. There was no delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the motor displayed an e2 error code. It was also noted that during repair it was observed that there was foreign material on the motor drive shaft. It was determined that this condition was due to immersion and sterilization procedures not being followed properly, which is failure to follow directions for use. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.